Event description:
It was reported the patient received the following results within 15 minutes: 250-350 mg/dl and 120-139 mg/dl. Such readings occurred on two or three occasions over the previous 2-3 weeks.